Manufacturer narrative:
(B)(4): the meter passed testing, no faults were found, and functioned properly. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips also passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began on (B)(6) 2013 at an unknown time. On (B)(6) 2013 at an unknown time, he tested on the subject meter and observed values of "200 and 159 mg/dl" performed at unknown times. Based on statistical methodology, the calculated difference of these glucose results falls within the expected value of <=20% and/ or <=20 mg/dl. It is not known what range the patient considers to be normal. The patient was reportedly not taking any medications for diabetes and continued with his usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms of high or low blood glucose as a result of the alleged high readings. For an unknown reason, the emergency medical services (ems) was called that same day and treated the patient with glucose tablets/gel. It is not known if the patient's blood glucose was tested by the ems prior to providing the treatment. The patients was tested at 5:35pm and again at 6:05pm using the ems meter and readings of "174 and 150 mg/dl" were observed respectively. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient allegedly received inaccurate high readings on the subject meter and required medical intervention for hypoglycemia from a health care professional (hcp) after the reported issue began.